Event description:
A patient in (B)(4) was undergoing continuous renal replacement therapy (crrt). During treatment, the medical staff observed an external blood leak at the venous blood port. No further information was provided and it is not known if the blood in the extracorporeal circuit was returned to the patient or not.

Manufacturer narrative:
The review of the prismaflex m150 set device history record and complaint history files for lot number 14f2311g shows that there is no manufacturing anomaly. The prismaflex m150 set was discarded and not available for inspection. Pictures of the involved product was provided. In the pictures, no defect was identified.